Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false downstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. The fluid number readings from the sensor with a fluid filled set were above specification. Also the downstream pressure plate gap was below specification. These conditions likely contributed to the reported symptom. The unit was reworked per baxter's service calibration procedure.

Event description:
It was reported a spectrum pump was alarming falsely for downstream occlusion. It was also reported there was no pt involvement.